Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the communicator was confirmed. The returned power adapter¿s blade plate was damaged. One of the power prongs was missing from the blade adapter plate and the plastic was melted where the prong was missing. This is an induced condition or outlet overload.

Event description:
Boston scientific received information that the power cord was melted. A boston scientific company representative verified that the patient had a short circuit on the electrical outlet as too many things connected to the outlet which may be the cause of the outlet to overheat. Furthermore, the patient requested for a new power cord. The company representative told the patient that a new communicator will be sent. The communicator will be replaced and a return label will be sent. The communicator was deactivated. No adverse patient effects were reported.